Event description:
Home patient contacted baxter's technical service center to report that the patient line of the homechoice set had become disconnected from the transfer set during homechoice treatment. Affiliate reports that home patient awoke to "find their clothing soaked". Per affiliate, patient did not re-connect themself, but ended treatment and restarted with new supplies. No patient injury or medical intervention required per affilate.